Event description:
It was reported to a physio-control service representative that the customer noticed an event code being logged into their device's memory and the service indicator being displayed during the daily morning check. The device was sent to a physio-control service representative for maintenance and evaluation where it was observed that the device would not provide defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.